Event description:
The rptr stated that the stopcock body was cracked. This was found during the customer's in-process inspection. There was no pt injury or treatment associated with this event. This issue was reported to medex medical by bard (medtronic ave).